Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted with an expiration date of april 2019. No one in the operating room checked the expiration date and only after the surgical procedure the hcp realized the fact. No diagnostics/troubleshooting was performed. No interventions or actions were taken. No surgical intervention occurred nor was planned. The ins remained implanted. The patient was alive with no injury. No further complications were reported or anticipated.